Event description:
The mother reported via phone call that the insulin pump was damaged. The mother stated the insulin pump was cracked at the bottom. The mother also reported a closed circle was present on the insulin pump. Customer's blood glucose was unknown. The mother could not recall how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Pump received with cracked end cap, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.